Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc) during drain 3 of 4. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) reviewed the alarm log and there was no previous system error. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.